Manufacturer narrative:
(B)(4). Device manufacture date: january 22, 2016 ¿ january 25, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor device overinfused solution. The reporter stated that the device was empty after 19 hours instead of 46 hours. The total fill volume was 230 ml of fluorouracil and 5% glucose solution. There was no patient injury or medical intervention associated with this event. No additional information is available.